Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of the customer provided image found the packaging with labelling confirming the product identification information. There is no device pictured. A relationship, if any, between the subject device and the reported event could not be determined. A corrective action for this failure mode is in place. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during set up for a meniscal repair, the needle loop of the set meniscus mender ii was found to be broken when unboxing the packing; the suture loop and the head were separated. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.